Manufacturer narrative:
Correction: section d4 (lot #). The reported event could be confirmed. A review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. Referring to the long period since manufacturing [manufactured in 2015] the device has reached the end of its useful service-life and had fulfilled its tasks in former surgeries as intended, until the reported event, without problems reported. Evaluation revealed that all pegs of the lag screwdriver gamma3® 380x110mm received were significantly deformed. All pegs were found more or less to be bent and marks respectively material displacement at the very tip of the pegs could be verified. Evaluation of any damage characteristics suggests that the item had not been used as intended. Based on the above facts the root cause of the reported event was not related to a deficiency of the device but was rather linked to an inadequate handling by the user.

Event description:
During screwing the device broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During screwing the device broke.